Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, a sales representative reported via email that an ar-2658tr knotless distal clavicle plate button tightrope had the knotless clavicle button detach from the inserter on the first attempt and could not be rethreaded. The issue was identified during a clavicle fracture procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 10-feb-2026: the case was completed using another ar-2658tr knotless distal clavicle plate button tightrope. The surgery experienced a delay of approximately 15 minutes due to the issue. The event occurred inside the patient, not on the back table. No additional anesthesia was administered. The button and sutures involved in the issue were removed from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device, due to misalignment during insertion and/or excessive force applied while prying or leveraging the pin during use.